Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The target lesion was located in the calcified abdominal aorta. An unknown stent graft was placed and the 33/7/2/65 equalizer balloon catheter was advanced for post-dilation. Using a 20cc syringe, the balloon was inflated once to an unknown diameter and ruptured. The balloon was removed from the patient intact. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as `good'.

Manufacturer narrative:
Device evaluated by MFR: the returned complaint device was analyzed and the balloon was found to be burst/ruptured near the distal bond. Proximal and distal balloon bonds were found to meet specifications. The remainder of the device was examined with no defects observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the device was used for dilation of a stent and the dfu indicated use of the device is for temporary vessel occlusion. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The target lesion was located in the calcified abdominal aorta. An unknown stent graft was placed and the (B)(4) equalizer balloon catheter was advanced for post-dilation. Using a 20cc syringe, the balloon was inflated once to an unknown diameter and ruptured. The balloon was removed from the patient intact. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as `good'.

Manufacturer narrative:
(B)(4)